Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator delivered several inappropriate anti-tachycardia pacing and numerous tachy shocks due to 3 episodes of supraventricular tachycardia with rapid ventricular response. There is no evidence of therapy exhaustion. This device remains in service and there is no further information if any corrective actions were taken. No adverse patient effects were reported.